Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. The shaft is intact; there is no shaft separation. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is a kink in the hypotube 4.4cm from the hub. Inspection of the remainder of the device revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that shaft break occurred. The 2.75x30mm, 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. A 3.0mm x 15mm quantum" maverick" balloon catheter was advanced for dilatation however, the shaft fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The 2.75 x 30 mm, 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. A 3.0 mm x 15 mm quantum" maverick" balloon catheter was advanced for dilatation however, the shaft fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.